Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply. H10 additional narrative: d2 additional code: e1: initial reporter is j&j company representative. H4: device history manufacturing location: elmira / packaged, sterilized and released by: monument. Manufacturing date: (B)(6) 2022. Expiration date: (B)(6) 2032. Part number: 04.038.380s, tfna fenestrated helical blade 80mm -sterile. Lot number: 2120p36 (sterile). Lot quantity: 48 . Note: helical blade was manufactured by elmira; lot number 1863p39. Parts were packaged, sterilized, and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll), was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(4), was recorded on the production order traveler. The scn supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent surgery for with tfna (trochanteric fixation nail advanced) helical blades and tfna screws and nails. A migration of the blade has occurred and revision surgery occurred (B)(6) 2023. Concomitant devices: tfna nail, part# 04.037.015s, lot# 783p667. Unknown distal screw, part# unk, lot# unk. This is report 1 of 1 for (B)(4). This report is for (1) tfna fenestrated helical blade 80mm - sterile.